Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.

Event description:
A pericardial effusion (pe) occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, the versacross connect system was used in combination with the trusteer sheath. Groin access took place successfully, 8000 units of heparin was given to patient, and transseptal access was achieved at a low/posterior point, with no difficulty noted. A few minutes after transseptal, when the versacross system and trusteer were in the left atrium (la), the echocardiologist noticed a small pe. A few manipulations were performed in order to push the versacross wire into the left atrial appendage (laa) without success. It was an aneurysmal septum and tenting of the atrial septum was noted. Shortly after, they identified that the pe was larger (posterior). Once confirmed, the pericardiocentesis was then performed, and the patient remained stable throughout. Later on, the pe was measured to be 2cm. Cell saver was used and the drainage was finished (160 cc in total). Following the intervention, the situation was under control and the laa closure was completed successfully using the original devices. Patient was expected to fully recover, and they were discharged next day. Product is not expected to return for analysis (disposed). No pe was noted prior to the procedure. The patient was not under antiplatelet at the time. There was some difficulty positioning the versacross dilator due to the aneurysmal septum. Additionally, the rf wire was difficult to visualize after transseptal was performed, the successfully crossing was confirmed through visualization of a bubble in the la. No other issues were noted. Act was therapeutic during the procedure. In the physician's opinion, the procedure contributed to the patient complication, since the pericardial effusion happened just few minutes after the transseptal puncture, the physicians confirmed that it was not related to the products.